Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for an infection that was non-diabetes related. The patient's blood glucose level was unknown. The customer wife was assisted with reprogramming the patient's insulin pump. No further assistance needed.